Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 expiration date, d9, h4 corrected: d4 primary UDI number the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found manifold appears to be broken and, on the inside, remnants were not returned. In addition, yellow fragments from the reaming rod seal were observed inside the manifold assembly, however seal was not returned for revision. Filter assembly, irrigation tubing set and suction tubing set were missing from the set returned. A complete potential cause for this condition cannot be established at the moment with the evidence provided. However, the surgical technique guide ria 2 (reamer irrigator aspirator). Do not turn the power on when the drive shaft is disengaged from the tube assembly. Ensure the reaming rod seal with the black circle faces the distal end and insert it into the slot on the power driver end of drive shaft. The reaming rod seal is designed to be fully inserted into the slot of the drive shaft. Ensure the drive shaft is fully seated into the handle and cannot be pulled out. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: packaged, sterilized and released by: monument. Manufacturing date: 18-apr-2025. Expiration date: 01-apr-2027. Part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile. Lot number: 63262p5 (sterile). Lot quantity: (B)(4). Component part(s) reviewed: part number: 03.404m012, ria ii ream rod/dr shaft seal. Lot number: 58979p2. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev a met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4), dated 26-feb-2025, was reviewed and determined to be conforming. Part number: 03.404m010, ria ii manifold assembly. Lot number: 56826p1. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev e met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4), dated 10-feb-2025, was reviewed and determined to be conforming. Part number: 03.404m014 irrigation tubing set. Lot number: 58917p1. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev a met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4), dated 26-feb-2025, was reviewed and determined to be conforming. Part number: 03.404m015 suction tubing set. Lot number: 52071p0. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev a met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4), dated 08-jan-2025, was reviewed and determined to be conforming. Part number: 03.404m033 ria ii graft filter. Lot number: 49967p4. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, (B)(4) rev d met all inspection acceptance criteria. Certificate of conformance supplied by (B)(4), dated 17-dec-2024, was reviewed and determined to be conforming. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 63262p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
There was a problem with the ria during use; the small yellow seal that clicks into the shaft broke apart and crumbled, eventually melting inside the shaft. Pieces of this seal came out of the ria and fell onto the field. They clearly heard the click when they installed it, and they did use the motor in ream mode with the ria instrument's motor attachment. There were no direct consequences for the patient; they didn't see any pieces of the seal go into the ria. Surgical team was able to finish the reaming, and then immediately set the dm aside. Procedure was completed successfully with no delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found manifold appears to be broken and on the inside, remnants were not returned. In addition, yellow fragments from the reaming rod seal were observed inside the manifold assembly, however seal was not returned for revision. Filter assembly, irrigation tubing set and suction tubing set were missing from the set returned. Attachments ria 2 1, ria 2 2, ria 2 3 and ria 2 4 were reviewed and no additional damages were observed a complete potential cause for this condition cannot be established at the moment with the evidence provided. However, the surgical technique guide ria 2 (reamer irrigator aspirator) se_828354, rev. Ac states on page 7 the following notes and recommendations for the assembly. Do not turn the power on when the drive shaft is disengaged from the tube assembly. Ensure the reaming rod seal with the black circle faces the distal end and insert it into the slot on the power driver end of drive shaft. The reaming rod seal is designed to be fully inserted into the slot of the drive shaft. Ensure the drive shaft is fully seated into the handle and cannot be pulled out. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : manufacturing location: packaged, sterilized and released by: monument, manufacturing date: 18-apr-2025, expiration date: 01-apr-2027, part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile, lot number: 63262p5 (sterile), lot quantity: (B)(4), component part(s) reviewed: part number: 03.404m012, ria ii ream rod/dr shaft seal, lot number: 58979p2, lot quantity: (B)(4), inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073695 rev a met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 26-feb-2025 was reviewed and determined to be conforming. Part number: 03.404m010, ria ii manifold assembly, lot number: 56826p1, lot quantity: (B)(4), inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073694 rev e met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 10-feb-2025 was reviewed and determined to be conforming. Part number: 03.404m014 irrigation tubing set, lot number: 58917p1, lot quantity: (B)(4), inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073691 rev a met all inspection acceptance criteria. Certificate of conformance supplied by harmac dated 26-feb-2025 was reviewed and determined to be conforming. Part number: 03.404m015 suction tubing set, lot number: 52071p0, lot quantity: (B)(4), inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073692 rev a met all inspection acceptance criteria. Certificate of conformance supplied by harmac dated 08-jan-2025 was reviewed and determined to be conforming. Part number: 03.404m033 ria ii graft filter, lot number: 49967p4, lot quantity: (B)(4), inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073696 rev d met all inspection acceptance criteria. Certificate of conformance supplied by rochling dated 17-dec-2024 was reviewed and determined to be conforming. Device history batch: null. Device history review: a manufacturing record evaluation was performed for the finished device with batch number 63262p5. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.